Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of blood glucose readings on the ilet due to signal loss between the ilet and the dexcom g7 continuous glucose monitor (cgm), after which the sensor reconnected and readings resumed; troubleshooting and education were provided, and no alerts or alarms occurred. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical intervention. User support included telephone-based troubleshooting and user education focused on connectivity. Investigation of this case revealed a transient communication interruption between the continuous glucose monitoring sensor and the ilet without device malfunction, resolved by reconnection. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss attributable to external or environmental connectivity factors.